Event description:
On (B)(6) 2025, a patient underwent a percutaneous transluminal angioplasty (pta) procedure using the conquest pta balloon catheter. Prior to the procedure, the wire allegedly cannot enter. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one conquest pta dilatation catheter returned for evaluation. During visual evaluation, no kinks noted to the catheter shaft, however there was narrowing of the catheter near to the distal tip. No anomalies to the bifurcate or luers/y-body. During functional testing, the outer diameter (od) of the narrowed portion was measured and slightly different from the widest part of the catheter. The sample guidewire lumen was flushed successfully. The patency of the guidewire lumen was tested using an in-house guidewire and was able to be inserted and removed without issue. No other functional testing performed. Therefore, the investigation is unconfirmed for the reported guidewire advancement issues as guidewire was able to be inserted and removed without issue. However, the investigation is confirmed for the identified stretch as the catheter was observed to have a narrowed section along its shaft. A definitive root cause for the reported guidewire advancement issue and identified stretching could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.